Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with a complete pump reset, and after the reset, the cgm error code did not reappear. The customer successfully started their sensor session.